Event description:
(B)(4) responded to a patient with an obvious tib/fib fracture. Hartwell vacuum splint was applied to immobilize the fracture. Upon transfer to the ed bed, crew noticed vacuum splint failed, resulting in patient's leg going out of alignment and a considerable increase in patient's pain level. Manual immobilization was maintained by ems crew and ed staff.